Event description:
Avf procedure with pta of stenosis. The evercross balloon was brought to 18 atms at 3 different times in the same area of stenosis. The evercross balloon then burst. When the physician attempted to remove it from the glide wire it stretched and would not pull off of wire. The physician then tried to pull both the balloon and glide wire system out together and he could not pull through sheath. The balloon material bunched up and part of the balloon was left in patient. The physician then pulled out the sheath, wire, and balloon and made a bigger incision at the entry sight to remove the remaining balloon left in the patient. The physician then sutured the patient and the case was finished. The patient did well and was in good condition when leaving the department, but was unable to finish procedure. The patient may need more intervention to fix the actual stenosis.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the evercross dilatation catheter was received in two pieces. An inventory of the device was conducted and all components of the device were accounted for. The interior of balloon section of the y-manifold was coated with sanguine material. The proximal section of balloon chamber material exhibited radial and longitudinal tearing. The interior of the balloon material was coated with sanguine material. The guidewire lumen within the balloon chamber exhibited stretch, necking, and a kinking. The distal segment of the balloon chamber material contained: approximately 1cm of guidewire lumen including the distal tip and distal band marker. The distal segment of the balloon chamber material included approximately 25mm of balloon material. The proximal balloon material was approximately 22mm. Image review: inflated balloon in a tight stenosis located about one third of the balloon length from one of the ends.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.